Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction gap in the area of adhesive area between server plug-in and distal end was traced to be component failure like stress. While the cause of the malfunction corroded forceps elevator could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a gap in the area of adhesive area between server plug-in and distal end and a corroded forceps elevator. There was no patient involvement.